Event description:
During endovascular therapy in 2008, the flex main body was inserted up the right iliac artery and then partially deployed per instructions for use (IFU). On attempting to push the top cap off, it would not move. The safety wire had been released and removed. The pt had a relatively straight anatomy with minimal angulation. The pin vise had been loosened. In order to push off the top cap, a great deal of force was exerted and the whole stent graft moved up with the resultant coverage of both renal arteries. Various techniques were employed to move the device down to uncover the renal arteries, but this was not successful. The patient was then taken to theatre for an open surgical repair to attempt revascularization of the renal arteries. This also as unsuccessful. The pt is now on permanent renal dialysis.

Manufacturer narrative:
Event evaluation: still under investigation.